Event description:
It was reported that "it was unable to pace during use." No patient injury was reported.

Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.3cc limited volume syringe was returned for evaluation. No introducer was returned with the catheter. Continuity testing found that the distal electrode had an intermittent condition between the leadwire and the electrode, when flexing the tip area of the catheter. The proximal electrode was continuous without any intermittent condition. No short conditions were observed between the proximal and distal electrodes. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. No visible damage to the catheter body or returned syringe was observed. Continuity testing was done by connecting one test lead of a multimeter to an electrode connector pin and the other lead to the related and other electrodes. Resistance was measured with a digital multimeter. The balloon inflation test was performed using the returned syringe by holding the balloon under water. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of pacing difficulty was confirmed during the evaluation. An investigation has been initiated to determine if the root cause is related to the manufacturing process and implement any necessary corrective actions.